Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea and vomiting. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In the previous report, it was reported as a serious harm/injury. As per pms decision received, it will be reported as a non-serious harm/injury. The device information has been updated/corrected in this report. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. The cosmetic defect found was ui panel damage. The device's event log was reviewed by the service center and no error code found.